Event description:
Pt had metatarsal fractures and a fiberglass cast with procel waterproof lining placed on the right foot. Pt complained of burning and pain and the cast was removed 2 weeks later by the surgeon, revealing 2nd degree burns on the top and side of the foot requiring immediate burn wound care at hosp. One possible cause of the wound is an allergy to the procel lining since the pt has had previous fiberglass casts with no allergic response.